Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were intermittently responsive. The issue reportedly occurred a week ago. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 05/30/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: investigation revealed the keypad to be lifted near the contrast key. The up arrow, down arrow and contrast keypad buttons intermittently respond and require excessive force to activate. The ok keypad button is responsive and has normal spring back/click. The keypad was removed for investigation and revealed evidence of keypad contamination under the key contacts. Evaluation revealed that keypad button presses did not activate desired pump functions. Evaluation also revealed that the keypad rubber was damaged. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged.